Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion is in the rca, with mild tortuosity, moderate calcification and a 99% stenosis. After delivering the voyager by engaging the guiding catheter deeply, the balloon was inflated, however, it ruptured on the second inflation at 14 atm. The procedure was completed with a lacross balloon and the cypher was implanted. No patient effects were reported. No additional event or patient info is available.

Manufacturer narrative:
Results and conclusion summation-product performance engineering reviewed the incident info factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing materials, interactions with other devices, patient anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. The lesion was mildly tortuous and calcified with 99% stenosis, which may have contributed to the difficulties. It is possible that the balloon material was damaged (scratched) during interaction with other devices, or the tortuous and calcified lesion, such that the balloon ruptured. A conclusive root cause for the reported difficulties could not be determined.